Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Quality control testing was performed on both dates and was acceptable. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results for one patient from two accu-chek inform ii meters. Using meter serial number (B)(4): the result at 20:16 was 432 mg/dl. The result at 20:18 was 241 mg/dl. No treatment was given at the time of the comparison. The patient's doctor advised to monitor the patient's glucose through the night and dose 2 - 3 units of insulin approximately every 30-60 minutes when needed and to keep the glucose below 200. Patient received doses of insulin by infusion titration of 2-3 units at 21:12, 21:59, 1:12, 2:07, 3:05 and 4:00. On (B)(6) 2019, using meter serial number (B)(4): the result at 5:15 was 518 mg/dl. The result at 5:17 was 270 mg/dl. No treatment was given at the time of the comparison per the nurse's discretion.